Event description:
It was reported that the patient's device was explanted due to infection. Of note, the patient received antibiotics preoperatively. The signs of infection started on (B)(6) 2012 with fever, redness, and drainage. The wound also opened. The primary location was at the midline anchor site. A culture in the lumbar region revealed the wound was infected with staphylococcus aureus. In addition to the explant, the patient received oral antibiotics. It was noted that the patient did not return as scheduled to have the staples removed, which likely contributed to the infection. The infection resolved.

Manufacturer narrative:
Lead model 3778-75, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. Lead model 3778-75, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. Recharger model 37754, serial # (B)(4). Programmer model 37744, serial # (B)(4). Extension model 3708120, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. Extension model 3708120, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012.